Event description:
Provider states he is at the end users home and the end user alleges there is a burning smell while the chair is in use. Provider states he does not smell any burning but the right motor is locked up.